Event description:
It was reported that the patient went to the hospital after hearing alert tones due to the right ventricular rv coil impedance of less than 20 ohms and svc impedance variation observed. Possible insulation breach. The lead and entire system was explanted and not replaced per patient request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported from follow-up received that the patient had received inappropriate therapy in the past. No further patient complications have been reported as a result of this event. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary : a distal portion of the lead was received measuring 49 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Primary analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Additionally, the inner insulation was melted, the outer insulation of the lead was extrinsically breached due to melting.